Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-53, implantable pacing lead, (B)(6) 2012; 4076 x 2, implantable pacing leads, (B)(6) 2012; c4tr01, implantable pulse generator, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had two epicardial left ventricular leads and both leads had high thresholds. The leads were capped and a transvenous lead was implanted. No patient complications have been reported as a result of this event.